Event description:
Boston scientific received information that a high out of range shock impedance measurement was exhibited for this implantable cardioverter defibrillator (ICD). The shocking lead is a compeitior's product. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates this device continues to exhibit high out of range shock impedance measurements. There have been no adverse patient effects reported.